Manufacturer narrative:
The insulin pump had constant motion sensor test failure alarm due to problem isolated to mother board. Motor was tested outside of the device and passed motor test. Unable to perform the functional test or verify depleted battery alarm or no reservoir due to motion sensor test failure anomaly.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Stated she received and error alarm after rewinding the insulin pump and inserting reservoir. The blood glucose at the time of the incident was 351 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.